Manufacturer narrative:
Concomitant product: product ID 977a260, serial # unknown, product type lead; product ID 977a260, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that during surgery impedances were tested at 0.25 volts on electrode 0 and impedances were greater than 4000 ohms. The manufacturer's representative (rep) reran impedances with 8 and it was greater than 4000 ohms. It was also reported that when attempting to run impedances the patient was twitching. It was suggested to reseat the leads in the header block which corrected the issue with the impedances. It was noted the patient was not twitching when the multi-lead trialing cable (mltc) was used for impedances so the leads were removed from the implantable neurostimulator (ins) and placed in the mltc. The rep. Stated that the patient continued to twitch during the impedance checks. It was suggested to program some electrodes and stimulation for a little bit to see if the patient continued to twitch. The rep. Set up +--+ on electrodes 2, 3, 4, and 5 and the patient was twitching at 0.2 volts. T he rep. Then attempted +--+ on electrodes 10, 11, 12, and 13 and the patient started twitching at 0.2 volts. Fluoro. Was performed to determine if the leads were placed properly. Following that and stimulation tests the physician thought the leads were placed intrathecally and were going to be replaced with new leads.